Event description:
During separate electrotherapy treatment, two patients were burned. The clinician was using ifc or biphasic waveform. The electrodes were the 2.5x4 in size. The clinician first tried changing the electrodes. The issue reoccurred with new electrodes. The unit had operated without incident until the field correction was applied. After the field correction, the unit has injured two patients.